Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during retroperitoneal laparoscopic nephrectomy, upon removal of the dissection balloon from the retroper itoneal space, the balloon became detached from the cannula. The device component fell into the cavity of the patient and was retrieved with a grasper. Incision was closed as the balloon was removed. There was no patient injury.